Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with cefazolin 2 grams per day intraperitoneally (duration not reported) and gentamicin 80 milligrams per day intraperitoneally (duration not reported) for the peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient experienced a break in aseptic technique which led to bacterial peritonitis. The break was not further specified. On (B)(6) 2015, the patient was discharged from the hospital and treatment with cefazoline and gentamycin was discontinued. At the time of this report, the patient had recovered from the event. It was unknown if the patient was retrained on aseptic technique. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.